Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that prior to the transbronchial and mucosal biopsy, when fitting the single use biopsy valve to the bronchoscope, it was noted that the rigid plastic tab was slightly raised. There was no visible crack and the device was used for the procedure. After the passing of several instruments, the user reported that imaging revealed a black foreign body in the bronchial tree. The material was removed with forceps and was determined to be a piece of the single use biopsy valve. The procedure was completed without patient harm.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: piece of the biopsy valve dropped off. The cause of the piece of the valve dropping off was cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.